Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported that impedances were over 4,000 and when checked at a higher voltage would be out of range and non-functional. The hcp had checked impedances in a standard manner at a lower level. The hcp planned to arrange a review and check impedances again.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_unknown_lead, product type lead.

Event description:
A health care provider (hcp) reported via a manufacturer representative that high impedances of >4,000 ohms were measured. The patient had a surgical spinal cord stimulation lead connected implanted in the cervical spine connected to a deep brain stimulation implantable neurostimulator (ins). The implanted system was not working and impedances were high on all electrodes. No further patient complications were reported.